Manufacturer narrative:
The suspect fields generator has been received by the manufacturer for evaluation. The reported issue could not be confirmed. When the generator was connected to a system for a multi-day burin in test, the system remained in green status during all testing. Passed accuracy test. Flexing the cable does not indicate any intermittent opens. No fault found.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: 100011808423 a medtronic representative went to the site to test the equipment. The representative reported that an emitter from a separate navigation system was used in multiple procedures alongside the navigation system without any allegations of deficiency and inaccuracy.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when verifying accuracy after registration using the head frame. It was noted that the imprecision was several millimeters in the lateral left direction. A sting ray reference frame was then used for a new registration which passed accuracy tests. It was noted once in the sinuses, a few millimeter imprecision was observed. The representative reported that the imprecision was observed when using the straight and curved suctions respectively. That there was no metal interference and that two lines tracer registration was two lines across the forehead and then pointed towards the nose. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.